Manufacturer narrative:
For section h, part 6, method- a functional test was performed to duplicate the cause of the failure. Description of device analysis: date of procedure: 3/25/98. The product was returned in two pieces, wrapped around themselves in its packaging box. During the investigation it was observed that the catheter had detached at its proximal end, 54.0 cm distal to the hub, with a very clean fracture on the polyethylene shaft. The distal end of the shaft was pinched at the detachment site. This type of fracture had been observed on other cases of micro catheters introduced into the guiding catheter through a stopcocks, & as a consequence of the stopcock being accidently closed while maneuvering the microcatheter. For the sake of the analyses bench testing was performed on ademo fastracker-325 catheter. A demo fastracker-325 was inserted in to a stopcock & the stopcock was closed. The cut on the demo fastracker-325 catheter was similar to the cut on the c980282 catheter. Per the package insert: "caution: carefully read all instructions prior to use. Observe all warnings & precautions noted throughout these & other instructions relevant to procedure. Failure to do so may result in complications." "The recommended continuous flush set up, as illustrated, requires two stopcocks & two rotating hemostatic valves (rhv) (tuohy-borst type); the rhv's provide a fluid tight seal & are attached to the guiding catheter & fastracker catheter. The stopcocks attach to the rhv sidearms which become infusion ports for appropriate flush or contrast media injection." Occurrence of event: frequency & severity of occurrence of this event are not addressed in the device labeling. The reported event is not occurring with greater than expected frequency. The reported event is not occurring with greater than expected severity. This info is based on info supplied without independent verification as to its accuracy, completeness, or casual relationship to the product.

Event description:
It was reported to target that while the physician was retrieving the catheter for postioning, its distal section detached and remained in the guiding catheter. The whole system was removed from the pt with no consequence to their health.